Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the implant and infection (specific date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report. The patient was treated with oral antibiotics for 10 days (specific date not reported).

Manufacturer narrative:
This report is submitted on august 08, 2022.

Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2020 (specific date not reported), in order to explant the device. Device analysis report attached. This report is submitted on september 28, 2022.